Manufacturer narrative:
(B)(4).

Event description:
It was reported that "two patients who had procedures using the same kit, developed a deep infection. Both patients needed to be hospitalized and had to have an incision and drainage of an abscess which formed along the catheter tract. The nerve block kit used on both patients had the same lot number". Additional information received states that "[patient] developed severe r. Arm pain and immobility, a r. Neck deep abscess with multiple loculations, requiring I & d twice. The first I & d was at beside on (B)(6) 2026, drain left in place. The second I & d was in the or (B)(6) 2026 for further washout - two drains left (1 red rubber, 1 penrose) in the depth of the abscess pocket that were used for irrigation and drainage. The patient was hospitalized from (B)(6) 2026 until (B)(6) 2026 and was discharged home with home health on (B)(6) 2026 with the two drains for irrigation and drainage. The penrose and red rubber were removed on (B)(6) 2026 and the wound was packed by the home health rn. The right is immobile; patient is not able to lift it but is moving his fingers. Surgery was on (B)(6) 2026. Catheter was removed on (B)(6) 2026, symptoms started on (B)(6) 2026 (new pain, numbness, and weakness and unable to do bicep curls. Ed visit on (B)(6) 2026 and readmitted on (B)(6) 2026. Cultures (+) mssa". See associated MDR 9680794-2026-00352.